Event description:
The core impaction drill was sent in for evaluation because it was overheating and smoking prior to a procedure. No adverse event was associated with the device. A readily available replacement device was used to complete the procedure without any clinically significant delay.

Manufacturer narrative:
Corrosion within the device was identified as the probable cause of the overheating reported.